Manufacturer narrative:
Pump passed the displacement test, self-test. No unexpected e52 alarm anomaly noted during testing. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for e52 alarm complaint. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label. Pump passed all required test. E52 alarm anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed with multiple software error bad pointer, impossible default case, parameter out of range, etc. The customer's blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.